Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle could not connect to the pen with bd micro fine plus¿ pen injector needle. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the patient injects insulin for 10 years. The patient complained that s/he couldn't connect the needle to the pen.

Manufacturer narrative:
H.6. Investigation: two open 31g x 5mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned photos and two samples and a bent non patient end of cannula was observed on one sample. A functionality test was carried out on the second sample and no issues were observed. As the samples returned were open it is not possible to confirm this defect to be manufacturing related. Lot # is unknown so a DHR can't be performed. H3 other text : see h.10

Event description:
It was reported that the needle could not connect to the pen with bd micro fine plus¿ pen injector needle. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the patient injects insulin for 10 years. The patient complained that s/he couldn't connect the needle to the pen.